Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of remote transmissions revealed that a ventricular tachycardia episode was erroneously diagnosed as a supraventricular tachycardia. Programming changes were made.

Event description:
New information revealed that the patient was stable at post-event follow up.